Event description:
A customer reported during a cataract extraction with intraocular lens implant the ultrasound stopped working. The customer had re-booted the system several times along with exchanging the handpiece and cartridge; this did not resolve the issue. Surgery was completed using the cortex setting of the system to remove the lens with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).